Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2019-00137. Device investigation is pending the return of the device.